Event description:
The lay user/patient called lifescan (lfs) in 05 and alleged that her meter was prompting an apply sample message. The pt stated that beginning 2 days before the event date, her meter was not working. Her physician informed her that she needed to test 4 times a day. She had been taking glucophage but her physician had recently discontinued her medication; therefore she was not taking any medications when unable to test. On the morning of the day of the event, the pt reported that she was unable to wake up; she was sweating and incoherent. Her family called the paramedics, who tested her upon arriving, and her blood glucose was 20 mg/dl. At the hospital, her blood glucose was 32 mg/dl. The patient was treated with glucose, not insulin as originally reported, while in the hospital. She was discharged the same day. The patient has attempted to contact her physician for advice but had not yet spoken to him. While troubleshooting with the lfs customer service agent, the patient was able to test on the meter using a new vial of test strips. A replacement meter and test strips have been sent.